Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol ventralight st w/ echo (device #1) device may have caused or contributed to the events as alleged by the patient¿s attorney. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol ventralight st w/ echo (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex device. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent incisional hernia repair. A ventralight st w/echo (device #1) was implanted in patient to repair the incisional hernia defect. On (B)(6) 2015: the patient underwent postoperative incisional hernia mesh repair. Upon entering the patient¿s abdomen the physician noted a sizeable defect at the inferior aspect of her prior repair with the mesh migrating into the hernia sac. The rectus muscles were 7-8 cm apart and could not be brought back together. The dissection into the groins also identified bilateral femoral hernia. All the defects were repaired. The trocar site hernia was repaired with a ventralex mesh. At the time the mesh that was implanted in patient¿s body, the product was defective. The patient suffered permanent injuries. The patient was caused to suffer severe personal injuries, pain and suffering, severe emotional distress.